Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with battery damage was confirmed and reproduced during evaluation. The cause of the damaged battery was due to user error. The main batteries and battery harness were replaced to fix the reported condition. The device has been previously sent into service for the reported condition of damaged battery.? During previous service on (B)(4) 2007, (B)(4) 2008, (B)(4) 2008, and(B)(4) 2009 for damaged battery, the batteries and battery harness was replaced. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of battery damage. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up while in the biomed service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.